Event description:
There was no medical intervention required, due to the reported failure. In addition, to obtaining another scope and light source to complete the procedure, the unit itself was rebooted to clear the scope error (b30).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. Per the report, customer stated that after troubleshooting the issue was narrowed down to a scope and they will be keeping the clv-190. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error. The event was identified during the intended diagnostic colonoscopy procedure. The procedure was completed using a similar device. There was a 15-20 minute delay. There was no report of patient or user harm associated with the event.